Event description:
It was reported that the procedure was to treat the mid left anterior descending coronary artery with heavy calcification, mild tortuosity and 90% stenosis. The 2.0x12 nc trek neo balloon dilatation catheter (bdc) was prepped per instructions for use. The balloon was advanced for pre-dilation and resistance was felt with the anatomy. The balloon was inflated once to 8 atmospheres when a rupture occurred. A new trek bdc was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the balloon dilation catheter (bdc) met resistance with the patient¿s heavily calcified, mildly tortuous and 90% stenosed lesion during advancement. Additionally, it was reported that the balloon ruptured during inflation. It is likely that interaction with the calcified anatomy compromised the balloons integrity, resulting in the rupture during inflation. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.